Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect the cartridge o-ring and pneumatic tap area, which revealed an o-ring on the tap. The customer followed guidance to remove the o-ring, clean the area, and attach a new cartridge. The customer was then able to successfully load the cartridge and resume insulin delivery.